Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported failure could not be determined at this time. The most likely cause of the failure is that the device may have come into contact with a metal material during the hf output, or excessive force or stress was applied to the electrode loop during use. The instruction manual contains warning statements in an effort to prevent damage to the device. "When attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged."

Event description:
Olympus was informed that during an unspecified diagnostic procedure, the distal end of the electrode broke off. It was reported that no device fragment fell into the patient. The intended procedure was completed with a similar device. There was no patient injury reported.